Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used inner and outer catheter of the micropuncture transitionless stiffened cannula access set was returned. The outer catheter shows kinks present at 1 millimeter (mm), 2 mm, 5 mm, and 5.0 centimeters (cm) from the proximal hub. A 2 mm compression is present 1.1 cm from the proximal hub. The shaft accordions at 5.1 to 8.1 cm from the proximal hub. No nonconformities are present for the inner catheter. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. There is no evidence the product was damaged upon opening. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A micropuncture transitionless stiffened cannula access set was used in a left lower extremity angio with angioplasty via right groin access. A voluntary medwatch ((B)(4)) reported that the outer sheath became stretched and nearly pulled apart when exchanging the device over a wire for sheath placement. The procedure was not interrupted and was able to be completed. No patient harm was reported.